Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing never having therapeutic effect. The patient had good response during staged trial procedure, but never got good symptom relief since then and "had some leg involvement". The patient had lead revision yesterday ((B)(6) 2013) and they kept the same device implanted. They were not able to adjust stimulation. Yesterday, after lead revision, they interrogated ins and impedances were fine. They synchronized clinician programmer with patient programmer and left existing programs loaded in patient programmer (the patient did not get a new ins or patient programmer at time of lead revision). They did not change programs and "activated" program 1 which was 0-, 3+ and at 0.0v. The patient was now home today and trying to increase stim setting from 0.0v and they received upper limit message on patient programmer. It was reviewed that the upper limit is set by the clinician programmer and could be programmed to 0.0v. They did not recall looking at upper limit yesterday when doing programming. The patient could not change to any of the other programs. The patient was only seeing program 1 and no other program options. They synchronized the clinician programmer with patient programmer in the o.r. It was reviewed possibility that synching was not successful and that the patient programmer was in reduced icon mode. They did not have any other patient programmer to use with ins. They had patient turn ins off and on to make sure ins was on and this did not resolve the issue. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient went into the hcp office for reprogramming by a nurse practitioner. The reported had not received any further communication from the hcp office or the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-33, lot# v846431, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).